Event description:
Healthcare professional reported, left side intracapsular rupture. With discreet quantity of periprosthetic liquid and deep folds in the device. Diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are seroma: unable to observe. Crease/folding of implant: creases observed on the device. Rupture: not observed. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.3a., d.6a., d.9., h.2., h.3., h.6., h.11.

Event description:
Healthcare professional reported left side intracapsular rupture with discreet quantity of periprosthetic liquid and deep folds in the device diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported, left side intracapsular rupture. With discreet quantity of periprosthetic liquid and deep folds in the device. Diagnosed via MRI. The device has been explanted.